Event description:
It was reported by the user site that on (B)(6) 2026, during the use of a selenia dimensions mammography systems, 3d, the gantry was shutting down intermittently when attempting to move the c-arm vertically during patient exams. The user site reported that the system was rebooted continuously, and that the gantry was shutting down during exams daily. No user or patient injuries were reported. Hologic technical support (ts) reported that during this event, the user of the device pressed the c-arm up switch. Ts reported that when the user released the c-arm up switch, the c-arm drifted downwards until an un-commanded movement error code was triggered, which shutdown the gantry. A hologic field service engineer (fse) was dispatched to investigate the device and concluded that the drag brake of the device was a potential source of the issue. The fse replaced the drag brake and vertical travel assembly (vta) control board and verified that the system is now operating according to manufacturer specifications. No further information is currently available.